Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer delivered too much insulin while attempting to manage elevated blood glucose (bg). The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer spoke with her healthcare provider to address bg. This event did not cause an injury. Customer successfully resumed insulin therapy.